Event description:
On (B)(6) 2013, the device was noted to be leaking and not functional. On (B)(6) 2013, patient attended imaging dept and consultant radiologist discovered that the catheter part of the PICC line had migrated inside the patient venous system leaving the external hub-connecting part of the line outside patient still secured. Details of injury. Patient required 2 attempts at retrieval in imaging via 3 venous entry sites, causing distress/pain. Unsuccessful, so required theatre surgical extraction on (B)(6) 2013, for open removal of PICC line, left arm (exploration of axillary vein, transverse venotomy of axil. Vein, broken off PICC line removed. Patient now complaining of pains in arms/restricted mobility - querying brachial lesion query related to retrieval attempts of the migrated line.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rexb0898 showed no other similar product complaint(s) from this lot number.